Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced eight infusion sets detached within thirty minutes of use on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 8.